Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with specified procedures. There are warnings in the package insert that state that these types of events can occur: ¿early or late postoperative, infection, and allergic reaction, ¿ this report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2014-08850, 08870, 08884 - 08888).

Event description:
It was reported that patient underwent a total hip arthroplasty receiving a competitor hip on an unknown date. A revision procedure was performed on (B)(6) 2014 to implant a biomet custom tri-flange acetabular component and liner. Another revision procedure was performed on (B)(6) 2014 due to dislocation. The biomet acetabular liner and competitor head were replaced. It was further reported that patient developed a subsequent infection. There has been no additional revision procedure reported to date.